Manufacturer narrative:
The electrode pads were received at zoll medical corporation for evaluation. The packaging was received opened with the pads attached to styrene sheets and appear not to be used. The customer's report was not confirmed or observed. The electrode pads were detached from styrene sheets and put through extensive testing, which included automatic and manual readiness testing without duplicating any issues. The electrode pad assembly passed visual cable inspection and found no evidence of breaks or bare wire exposed. The electrode pads were replaced for the customer and scrapped. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), a wire had become dislodged from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.